Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination valve, opening crack and opening extended on posterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, posterior and radius, opening crack, delamination of the valve, wear abrasion and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior, posterior and radius assessed as surgical. A delamination total of the valve (adhesive failure). A cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.